Event description:
It was reported by repair work order that the bed exit was not communicating with the nurse call system due to an internal break in the docket cable. No patient was affected and no adverse consequences or clinically relevant delay in treatment was reported.